Manufacturer narrative:
H10: one (1) used needle unknown manufacturer, one (1) used list# ch2000sc-10, spiros, closed male connector w/red cap, (B)(4) units. Lot# 3987645, one(1) syringe used, manufacturer bd were received for evaluation. The complaint of leaking from the side of the spiros was confirmed. The probable cause of the leakage is an incomplete luer connection during use caused by the small luer threads getting caught between the push arms of the spiros poppet resulting in flooding of the internal portion of the spiros which leaks out the strap slots. A device history review for lot# 3987645 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. Additional information in h3.

Manufacturer narrative:
The device has been received for evaluation, but is not complete.

Event description:
The customer reported a spiros that had a crack near the top allowing for vidaza to leak out the sides. The event occurred while the patient was receiving an injection. It was reported that alcohol swabs were used to disinfect the area before giving the injection. The medication was dripping out of an unspecified becton dickinson (bd) syringe onto the chair and the patient. There were no adverse events reported and standard procedures were followed after the incident. The device was not replaced because only 2ml was needed for the injection and was still able to be provided to the patient.